Event description:
The hospital reported that during a coronary artery bypass procedure, a heartstring iii seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to manufacturing report # 2242352-2013-00722 and 2242352-2013-1351.

Manufacturer narrative:
The device was returned to the factory for evaluation. It shows sings of clinical usage. There was blood outside the delivery tube and on the seal. The tension spring assembly was inside of the delivery tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The seal was cracked along the fourth row from the center. The green slide lock was locked and white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load and cracked seal. Investigation date: (B)(4) 2013. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The hospital has been offered an in-service training for the heartstring iii device. (B)(4).